Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the tower door was failed and unable to open the door. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager door was failed. The field service engineer (fse) inspected the remote manager for functionality and tested it using the hardware testing application. Although the fridge¿s design appeared to potentially affect the latch assembly, no failures were replicated during testing. The station was already operational upon arrival and did not require recovery. The system functioned as intended after the field service engineer (fse) investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the tower door was failed and unable to open the door. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.